Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient contacted technical support as the patient's charger would not locate the ipg. The patient's programmer could connect to the ipg with stimulation currently off. A replacement charger was sent to the patient. The patient reported to technical support the new charger cannot locate the ipg nor can the programmer connect to the ipg. A company representative met with the patient to troubleshoot. Due to the amount of time that patient last charged, it was determined the ipg was inoperable. The patient met with the doctor and had x-rays which showed the ipg sits in the pocket at a tilt instead of sitting upright in a flat position. Surgical intervention was taken to replace the ipg with the patient's issue resolved.